Event description:
During an anterior cervical fusion of c4-c7 the surgeon used a mallet on the handle of the trial spacer in the c5-c6 cervical space. The trial spacer handle split in two pieces upon first impact. The split handle remained intact but very small fragments fell into the wound. The surgeon retrieved fragments from the wound with forceps and suction. It was reported that no remaining fragment were left in the wound. No harm to patient was noted. Procedure was delayed by approximately 5 to 10 minutes without further issue.

Manufacturer narrative:
Device used for treatment. The DHR was reviewed and there were no issues during manufacture that would contribute to the complaint condition. The device has been received and the investigation is ongoing.

Manufacturer narrative:
Product development engineer evaluated the device and the report indicates there is a longitudinal crack visible on both sides of the handle on the sides with the flats in line with the dowel pin. There was a piece of masking tape wrapped around the handle just above the pin. The tape was removed and the handle came off the shaft in two pieces. The longitudinal crack extends straight back approximately 28.5 mm past the pin and then is normal to the shaft and breaks out on the side. The smaller piece is therefore, half the width of the handle for that distance leaving the full handle thickness for the final approximately 50 mm. The fracture surface is continuous and there are no indications of material anomalies in the phenolic. There is a very small piece missing where the pin is exposed to the exterior surface of the handle and where the crack originates on the distal end of the handle. There is a small gouge on the top of the handle where it appears to have been struck. The gouge is slightly off center to the main axis of the part. The pin attached the metal shaft is noticeably bent toward the trial spacer end. The corresponding channel in the phenolic is straight and perpendicular to the axis of the part. There are numerous scratches and dents on the spacer and along the shaft indicative of field use. The break in the phenolic handle is consistent with the device being struck off axis or used as a lever to aid with insertion into the disc space. The mark on the top of the handle shows that it has been struck off axis during use and the significant bend in the dowel pin used to secure the handle to the shaft also indicates that it has been struck off axis with considerable force. The channel for the pin in the handle is straight indicating that the pin was not bent when manufactured. The handle is made from phenolic le grade linen which is a typical material used for instrument handles. Examination of the handle and the fracture surfaces do not show any indications of any material issues. The returned device was manufactured in september 1999, is over 13 years old. The marks on the spacer indicate that the instrument has been used extensively over its service life. Examination of the part indicates that the complaint condition is due to misuse and is not related to design or manufacturing. The design risk assessment was reviewed and found to be adequate for the intended use. Device is an instrument and is not implanted/explanted.